Manufacturer narrative:
Event date: the exact date of the adverse event is unknown; however, the timeframe listed in the article is listed as starting from august 2011. The subject device is not available.

Event description:
The article reported that 7 patients underwent a thrombectomy procedure for acute cerebral infarction with the subject retriever. An unspecified time after the procedure, 6 patients experienced hemorrhagic complications. No additional information is available.